Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not accept an old battery. Customer reported the issue occurred when filling the reservoir and fill tubing. The customer's blood glucose was 121 mg/dl at the time of incident. The customer also reported receiving a motion sensor test failure alarm on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No a35 error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. However, the insulin pump had cracked case at the display window corner and minor scratched lcd window.